Event description:
The customer reported the system displayed an ac line voltage error and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The files were reloaded. The system was then found to be operating as intended.